Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) displays the message battery maintenance required. There was no harm reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.